Event description:
A navistar catheter was used to perform ablation and it was stated that the pt's blood pressure fell to about 50. Echocardiography revealed cardiac tamponade. The pt suffered a cardiac arrest during the procedure, thus thoractomy was performed and pcps (percutaneous cardiopulmonary support) was also used. The pt's condition is stable now.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart."